Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer four was sticking out and was unable to be recover door two, fails daily. The customer reported that the malfunction occurred when the user was trying to dispense medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was failed to recover and had sticky. A field service engineer (fse) investigated and revealed that the latch catch was snapped off and the ejector spring was dislodged. After reinstalling the latch, catch, and spring, it was noticed that the weld was also snapped. The drawer was reinstalled and recovered, but the customer required a replacement drawer urgently. An order was placed for to receive the drawer within two days, and the customer was informed. The case was postponed. The customer requested a check for bogus drawer failures on the unit. Running remote support services (rss) revealed that tower door 2 was causing bogus failures. The door latch was replaced, but after rebooting and testing, the new latch was found to be defective. It was replaced again, and the issue was resolved with new fse. The process was time-consuming due to floor heat and nursing needs. Hardware test application (hta) was run after the first latch replacement. The second latch resolved the issue. Further work addressed a chronic drawer error. Fse assisted in removing the back panel and tightening row board cables. The pocket was recovered, meds were reloaded with customer, and final testing confirmed everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.